Event description:
The micro sagittal saw was sent for evaluation because it overheated and ran on its own without activation. The event occurred during a routine maintenance visit; no adverse event was associated with the device.